Event description:
Therapist walked up to the bedside of a patient and saw that the entire front panel was blank. There were no error codes. An alarm was not heard(the alarm was turned down to its lowest setting 50dba). This unit could be reset. No patient compromise noted.